Event description:
Same case as MDR ID: 2134265-2015-02400. It was reported that the stent was explanted. The target lesion was located in the tortuous right coronary artery. A non-bsc balloon catheter was used to dilate the postero-lateral branch. A 2.25x20mm promus premier¿ stent was successfully implanted at the proximal portion of the lesion. A 2.25x16mm promus premier¿ stent was selected and advanced but failed to cross the previously placed 2.25x20mm promus premier¿ stent. Upon withdrawal of the 2.25x16mm promus premier¿ stent, the stent hung up on the previously implanted stent and became unraveled. It was also noted that the 2.25x20mm promus premier¿ stent was pulled out together with the 2.25x16mm promus premier¿ stent. The procedure was not completed. No further patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).